Manufacturer narrative:
Continuation concomitant medical products: dtba1d1 ICD implanted: (B)(6) 2017.

Event description:
It was reported that at the one month device check, the left ventricular (lv) lead showed exit block and high thresholds. The programming was changed and lead remains implanted. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.